Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie lid had broken. A technical support specialist (tss) informed the customer to contact the pharmacy to have the cubie removed and replaced to resolve the issue. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lid was broken and would not allow nurses to move forward with issue process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.